Event description:
The customer reported that the device alarm lamps are not working and there was a speaker malfunction. A philips response service engineer (rse) spoke to the customer. The rse determined that the issues was associated with the mainboard and speaker. The rse advised he customer to replace the mainboard and speaker. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer (biomedical engineer-biomed) and advised to replace the main board. The biomed request the speaker parts ID, and was given the following parts information: 453564660181 mx_100/x3 main board usd 675.00. 453564673831 mx_100/x3 speaker assembly usd 116.00. A good faith effort (gfe) confirmed that the customer recalled a ¿check alarm lamp inop¿ error message on the device and the customer replaced the main board. However, the rse was unable to reach the customer after four failed attempts to verify if there was a speaker malfunction or if the speaker was able to produce sounds. He was also unable to find out why the speaker parts ID was needed. He stated, "I did speak with another biomed there, but they were unable to see on her case if a speaker was ever replaced but did verify that the device was back in service." Based on the information available and the testing and communication conducted, the cause of the reported issue is not clear, but a replacement of the main board was used to correct the inop error on the device. We don't have sufficient information if there was a speaker malfunction, if the speaker was able to produce sound or even why there was a request for the speaker part ID. The customer was provided with the replacement part identification and price information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device not returned. Customer repaired.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3, indicating an "alarm lamps not working/speaker malfunction". The device was in clinical use and no death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue.